Event description:
A #3 french catheter inserted 13 1/2 inches in right basilic vein. Chest x-ray ordered for placement revealed foreign body in right pulmonary vasculture. Approx 17 cm of guidewire was removed during an angiography.